Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 23 atms (20 atms=rbp), and a portion of balloon material detached from the catheter and remains in the patient. (The number of inflations and to what atms is unknown). The lesion being treated was a calcified lesion in the rca. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. Patient status is listed as "okay".